Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: patency of the right fallopian tube, left occluded (B)(6) 2013: operative laparoscopy, lysis of adhesions, identification and resection of the right fimbria, right partial salpingectomy: patent right fallopian tube on hsg status post essure tubal occlusion almost 1 year ago, adhesions, endometriosis. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet was received and the following information was provided: new reporter lawyer added; patient¿s date of birth; essure was inserted for permanent birth control by bilateral occlusion of the fallopian tubes on (B)(6) 2012 (previously reported as 2014). Medical records were also received and the following information was provided: new reporter (medically confirmed) added; new lab data provided. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 962107) inserted for female sterilisation. The patient's past medical history included uterine dilation and curettage and endometrial ablation. Concurrent conditions included vaginal odor and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in december 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: patency of the right fallopian tube, left occluded. (B)(6) 2013: operative laparoscopy, lysis of adhesions, identification and resection of the right fimbria, right partial salpingectomy: patent right fallopian tube on hsg status post essure tubal occlusion almost 1 year ago, adhesions, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: pfs received - new lot number was added. Historical conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 962107-inv) inserted for female sterilisation. Other product or product use issues identified: device ineffective "patent right fallopian tube post essure almost 1 year ago /left occlusion only". The patient's medical history included uterine dilation and curettage and endometrial ablation. On (B)(6) 2013: operative laparoscopy, lysis of adhesions, identification and resection of the right fimbria, right partial salpingectomy: patent right fallopian tube on hsg status post essure tubal occlusion almost 1 year ago, adhesions, endometriosis. Concurrent conditions included vaginal odor and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy. (Unilateral)). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2012. Removal date (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: patency of the right fallopian tube, left occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- new event patent right fallopian tube post essure almost 1 year ago /left occlusion only was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 962107-invalid) inserted for female sterilisation. The patient's past medical history included uterine dilation and curettage and endometrial ablation. Concurrent conditions included vaginal odor and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: patency of the right fallopian tube, left occluded (B)(6) 2013: operative laparoscopy, lysis of adhesions, identification and resection of the right fimbria, right partial salpingectomy: patent right fallopian tube on hsg status post essure tubal occlusion almost 1 year ago, adhesions, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2013: patency of the right fallopian tube, left occluded (B)(6) 2013: operative laparoscopy, lysis of adhesions, identification and resection of the right fimbria, right partial salpingectomy: patent right fallopian tube on hsg status post essure tubal occlusion almost 1 year ago, adhesions, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure implant in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.